Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 06/21/2023 and 06/22/2023. H11: the actual device and a video of the sample were received for evaluation. Visual inspection of the video observed a leak at the administration port. However, the visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the membrane port. This occurred prior to patient use. There was no patient involvement. No additional information is available.